Event description:
It was reported that this was an un-specified peripheral procedure. During removal of the 4.0 x 30 mm trek balloon catheter, resistance was noted with the sheath and the trek catheter separated inside the patient anatomy. The separated portion was removed with the sheath. No additional device was needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states that the trek rx coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. Although it is unknown if the use of the device outside of the indicated coronary anatomy contributed to the reported resistance during removal, the shaft separation appears to be related to handling of the device and not specifically the location of the anatomy.